Event description:
Patient was revised to address flexion instability. Update recvd 6/4/15- clinical report states patient was revised to address tibial loosening and instability. The loosening interface is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Update rec'd 07/09/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The medical records indicate the patient was revised to adress an unstable and painful left knee. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.